Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a short on electrode 8 and 9 at 110 ohms. It was also noted the patient was having difficulty with recharging, and that it was taking longer to recharge. It was noted the rep did not know the cause of the short circuit, nor when it started. The rep was going to follow up with the hcp. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause of the electrode short was unknown. The cause of the recharging issues was also unknown. No actions/interventions have been taken. This information was confirmed with the physician.